Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) with syncope and 2:1 block. This right atrial (ra) and right ventricular (rv) lead had exhibited non-capture after the leads had pulled back. It was determined that the leads had become wrapped around the device due to twiddler's syndrome. Subsequently, the ra and rv lead were explanted and replaced. No additional adverse patient effects were reported. The explanted leads were retained by the hospital and are expected to be returned by the hospital.